Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, due to the patient's right ventricular tricuspid regurgitation, the right ventricular (rv) lead could not be used and the physician chose a left ventricular (lv) lead. The patient's vessel was quite thick and the lv lead dislodged many times during implant. The lv lead was removed and replaced with an active fixation lead to complete the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.